Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patient was experiencing pain near the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain near the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description : linear st lead, 50cm model #: sc-4108 lot #: 17492349 description : or cable 2x8, 61cm and extension spectra model #: sc-4316 lot #: 17692261 description : next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain near the ipg site. The patient will undergo an explant procedure.